Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery when she was trying to bolus. The customer's blood glucose level was 200 to 400 mg/dl at the time of the call. The customer stated they are having heart issues, sleep apnea, and kidney issues. The customer stated that they stop breathing 92 times an hour. The customer stated that their health care provider suggested changing the site of insertion. The customer could not troubleshoot at the time of the call. The customer was treated with manual injections. The customer stated they were hospitalized for the high blood glucose. The customer felt nauseated and confused. The customer stated that they will call back when they feel better.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.